Manufacturer narrative:
The pump was received with a broken off end cap. Unable to perform the functional testing, including the displacement, operating currents, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test due to the broken off end cap. The pump was received with minor scratches on the lcd window, a loose drive support disk, a cracked case at the display window corners, cracked battery tube threads, a missing end cap sticker and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was between 100 mg/dl and 150 mg/dl at the time of the incident. Customer reported that pieces of the pump at the drive support cap was breaking off. Customer was not sure how issu occured, but stated that while in the hospital having a baby, insulin pump may have fallen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.